Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heartstart mrx is unable to recognize paddles. There is no indication of patient involvement.